Manufacturer narrative:
UDI= (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2016 that a wallflex biliary rx uncovered stent was to be used to treat a stricture caused by pancreatic cancer in the gallbladder during a stent placement procedure performed on an unknown date. During the procedure, the physician attempted to release a wallflex biliary rx stent; however, the outer sheath broke but was still attached and upon the inner sheath. It was also noted that the inner shaft was kinked. The stent was removed from the patient fully-constrained on the delivery system. The procedure was completed with a different device. There were no known patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If any further relevant information is received, a supplemental MDR will be filed.